Event description:
On (B)(6) 2015, the reporter contacted animas alleging that on the same day, the patient had experienced elevated blood glucose (bg) over 500mg/dl with nausea. The patient reportedly self-treated with insulin via injection and discontinued insulin pump therapy. The reported noted an intermittent power issue with the pump. The reporter stated that the battery compartment was cracked, the battery cap threads were stripped, and the battery cap was unable to secure properly to the pump. Reportedly, the battery cap was original to the pump from (B)(4) 2013. The user guide instructs the user to change the battery cap every three to six months. The patient was referred to check with their healthcare provider for a back-up plan if they already did not have one in place. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.